Manufacturer narrative:
Related MFR for the modular cable: 2916596-2023-00321. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault. There was visible damage to the modular cable, and log file analysis revealed damage in the b wire. The controller and modular cable were exchanged. It is unknown if the condition resolved after the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of a driveline power fault alarm; however, a specific cause could not be conclusively determined. The controller event log file captured driveline power fault alarms on 30dec2022 associated with pwr_b_broken faults. The lvad event log file contained data from 30dec2022. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple requests for additional information regarding this event were submitted to the account; however, no further information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.